Event description:
It was reported that the atrial lead exhibited noise and sensing anomaly. The noise could not be replicated with isometrics and pocket manipulation. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.